Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-aug-07. The patient stated that they asked for their system back but the doctor or manufacture representative (rep) kept it. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has always had constant pain which started in 2010. The leads were placed in the wrong spot. The patient would crank up the first system to where he could feel tingling, but move up to the chest. The patient has already had a surgery performed for a new system because the device was not working like it should since implant. The replacement system resolved the issues and the patient reported that the new system was working.there were no further complications reported or anticipated. The patient¿s medical history includes a metal fusion in their back that took place in 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.